Manufacturer narrative:
The pump passed the displacement test and self test. Pump error 63 alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Insulin pump run a self test and self test ok. Customer did not trust the insulin pump anymore. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.